Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilatation. The balloon was initially inflated at 10 atmospheres; however, during the second inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the balloon. There are numerous hypotube and shaft kinks. The tip is damaged. Microscopic examination revealed that the balloon has a pinhole at the markerband. Review of the product specification indicates the rated burst pressure (rbp) of the complaint device. There is no indication the device was inflated over rbp. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred the 90% stenosed target lesion was located in a moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilatation. The balloon was initially inflated at 10 atmospheres; however, during the second inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.